Event description:
A surgeon reported a patient experienced a decrease in vision five years following intraocular lens (iol) implant surgery. The surgeon suspected iol opacification. The patient has been treated for glaucoma for the past 3 to 4 years. The surgeon noted fluid in the eye. A procedure was performed to remove the fluid. The patient's va did not significantly improve, ucva and bcva was 2/10 (20/100) following the procedure. The surgeon then performed a yag laser capsulotomy because additional trapped fluid was observed in the patient's eye. The bcva was reported to be 2/10 (20/100) after the yag laser capsulotomy. The surgeon does not believe there is any more trapped fluid. The cause of the decrease in the patient's va is not known. Additional testing is being done by the surgeon.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot of product. Additional information was requested on 02/19/2008, 02/26/2008, 04/03/2008, 04/10/2008, 04/17/2008 and 04/24/2008. Additional information was received.